Manufacturer narrative:
A comprehensive batch analysis is being conducted. Once results are available, a follow-up will be submitted.

Event description:
Rti surgical, inc d/b/a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint associated with an article found through a literature search. Operational protocol for prosthetically guided reconstruction of edentulous sites using a custom-made technique; brauner, e., et. Al.; applied sciences, 2025, 15, 203. The study on prosthetically guided reconstruction of edentulous sites in ten patients using a custom-made gbr-membrane designed by cad-cam technology. The gbr-membrane was subsequently replaced by the implant in a second surgical step. Copios membrane was used during the first surgical procedure as coverage of the custom-made membrane. Bone gain could be achieved in all ten patients; however, membrane exposure (custom-made membrane) was reported in three patients (patients 5, 6 and 7). Ln all three cases, the custom-made membrane was removed (failure of implant). All three patients were still assessable for the second surgical phase. This report pertains to patient #5 who experienced failure of implant.

Manufacturer narrative:
A batch documentation analysis could not be performed as the product ids had not been reported. This case from the scientific literature (brauner et al.) Refers to the use of copios pericardium membrane together with the use of custom ­made gbr titanium membranes, designed through cad-cam technology, in 10 patients with severe bone defects requiring dental implant placement. The procedure was successful in all 10 patients, however, titanium membrane exposure leading to early removal of the membrane was reported for three patients. This case refers to patient 05 (reported with late exposure). The titanium membrane was removed and exchanged with another membrane. If copios was also used for the replacement membrane has not been reported but is assumed following a worst case scenario. Both events (now wound dehiscence and graft failure) are considered serious due to requiring surgical intervention. The authors did not provide a causality assessment regarding the copios membrane. A temporal relationship was also not described (only early and late exposure). However, both events occurred within the time frame of the tested procedure. Since there is no reasonable possibility for a causal relationship between the copios membrane and the two events, this case is assessed as not related. The titanium membrane is a strong confounder.